Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 0335963. The review revealed one detected non-conformance during the production process that could have contributed to difficult plunger movement. There was an intermittent issue with dry barrels during the production process, that was resolved upon detection. Product associated with this defect was held for inspection and any affected material was scrapped. As a sample was unavailable for return, a thorough sample evaluation could not be completed by our quality engineer team and therefore, the affected product¿s exact defect could not be confirmed. This was the first complaint received for plunger movement difficulty on lot number 0335963. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "as per our conversation yesterday, I¿m sending you a product failure report for bd¿s 0.9% sodium chloride, posiflush 10ml. The complaint is that the plunger is difficult to push. Which makes the nurse think the IV is no good and that patient may need a new IV."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "as per our conversation yesterday, I¿m sending you a product failure report for bd¿s 0.9% sodium chloride, posiflush 10ml. The complaint is that the plunger is difficult to push. Which makes the nurse think the IV is no good and that patient may need a new IV."